Event description:
Reportedly patient expired approximately after an implant duration of 3.7 months (in 2007, after an implant date nine months later), due to unknown reasons. Unknown if patient death is device related.

Manufacturer narrative:
Device not returned.